Event description:
A report was received that the patient developed infection at the ipg site located at the right hip. The symptom included soreness at that ipg site. The patient was prescribed antibiotics. The physician believed that the infection was procedure related and not device related. The patient underwent an explant of one of the ipg¿s which was located at the right hip. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4). Description: precision spectra implantable pulse generator. The explanted device was not returned to bsn as it was discarded by the medical facility.